Event description:
It was reported that the patients therapy was not effective. As a result, the patient had their 2nd system explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.